Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 1.702 mg/day via an implantable pump. It was reported that the patient had an infection after surgery. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The device was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.